Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the reported event. The patient was treated with intraperitoneal injections of ancef and fortaz (1g daily for eight days). Upon discontinuation of completion of treatment with ancef and fortaz, the patient began intraperitoneal treatment with vancomycin (1g every 72 hours). At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: it was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).